Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the ball plungers were rusted and did not function as expected. Since the event occurred during routine testing of the device, there was no pt involvement during this event.